Event description:
Complainant alleged that the clinicians were attempting to monitor pt (gender unk) who was in respiratory distress, but the device was unable to pick up an ECG rhythm in lead 1, 2 or 3. The clinicians were able to obtain another device to treat the pt. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.